Event description:
As reported to coloplast, the sling failed by having the sleeve detach, then the mesh was exposed. Because the mesh was exposed, the force to pull through the tissue increased until the mesh broke when the green cone was still in the patient. The break occurred next to the green cone. The resolution was to remove the first sling and use a second sling.